Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 that the devices broke down during the surgical procedure. The devices did not generate any fragments. There was no surgical delay. The procedure was completed successfully. The patient was reported to be optimal condition. Concomitant devices reported: xpdm thoracic pedicle prb, crv (part number 279702040, lot unknown, quantity 1); handles (part number unknown, lot unknown, quantity 2). This report involves one (1) moss miami spine system hexlobe driver 5.5 x25. This is report 3 of 4 for (B)(4).